Event description:
It was reported that the cable of the power pack is damaged and there were bare exposed wires on the cable. The event occurred during setup and inspection of the device. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The investigation concluded that the core heavy duty power pack could not function due to a damaged cable.

Manufacturer narrative:
The device is not being returned to the manufacturer for evaluation. The device is being evaluated by a manufacturer foreign subsidiary. A follow up will be submitted once the investigation is complete.: the device is being evaluated by a manufacturer foreign subsidiary. A follow up will be submitted once the investigation is complete.

Event description:
It was reported that the cable of the power pack is damaged and there were bare exposed wires on the cable. The event occurred during setup and inspection of the device. There was no patient involvement and no adverse consequences associated with the device.